Event description:
The service technician alleged he found this bed in a storage area and that both right side rails would not latch. No injury reported.

Manufacturer narrative:
The technician found the side rail center arm assemblies are damaged. The technician replaced the side rail center arm assemblies to resolve the issue.